Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), 1 year, 8 months, and 8 days post-implant of a 20 mm sapien 3 ultra valve in the aortic position, the valve required intervention due to moderate stenosis with leaflet restriction (per the most recent echo) and a valve in valve (viv) was scheduled. After reviewing the medical records provided, the latest transesophageal echocardiogram done in august 2024 demonstrated that there was worsening stenosis. The same echo also indicated there was leaflet motion restriction on the tavr valve, and the office visit confirmed the patient was having worsening sob and dyspnea on exertion, even with minimal exertion.

Event description:
As reported by the field clinical specialist (fcs), 1 year, 8 months, and 8 days post-implant of a 20 mm sapien 3 ultra valve in the aortic position, the valve required intervention due to moderate stenosis with leaflet restriction (per the most recent echo) and hypoattenuated leaflet thickening (halt) and a valve in valve was performed successfully with a 20mm sapien 3 ultra resilia. It was noted that the 20 mm sapien 3 ultra valve had been implanted with an additional 2 cc. Prior to the valve in valve procedure, there was a workup completed. A review of the workup confirmed there was halt. In addition, the 20 mm sapien 3 ultra valve appeared a little low, but was well expanded. Subsequently, additional information was received revealing the patient was symptomatic. A transthoracic echocardiogram (tte) performed approximately 1 year 5 months 21 days post tavr procedure indicated the patient had dyspnea/shortness of breath (sob). The calculated aortic valve area (ava) was 0.6 cm2. A transesophageal echocardiogram (tee) performed approximately 1 year 7 months 4 days post tavr procedure indicated there was moderate aortic stenosis and one of the valve leaflets was restricted. The calculated ava by continuity equation was 0.8 cm2.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from received from a product evaluation. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was provided by the site and reviewed by edwards clinical imager and the following was observed: on tee, there is thickening and restriction of the thv leaflets (especially the anterior leaflet). The CT shows halt at all 3 cusps. The ava is measured at 0.8 cm2. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The s3/ s3u thv with commander delivery system IFU was reviewed. Warnings include 'accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism' and 'valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation'. Precautions include 'exercise intolerance or weakness', 'valve stenosis', and 'structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis)'. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaints for 'leaflet thickened/halt', 'leaflet motion restricted-in patient', and 'stenosis' were confirmed based on provided medical records and imagery review. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, '1 year, 8 months, and 8 days post-implant of a 20 mm sapien 3 ultra valve in the aortic position, the valve required intervention due to moderate stenosis with leaflet restriction' prior to the valve in valve procedure, there was a workup completed. A review of the workup confirmed there was halt.' Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening and stenosis. In this case, patient had medical history of hyperlipidemia, diabetes, and chronic kidney disease (ckd). Hyperlipidemia, diabetes, and ckd are known factors that may increase the risk of valve calcification, leading to thickened leaflets as observed in figures 1 and 2. As such, available information suggests that patient factors (hyperlipidemia, diabetes, ckd) may have contributed to the complaint event. In this case, patient had thickened leaflets, which could impact the proper functionality/coaptation of the leaflet, resulting in restricted leaflet motion as observed in imagery review (figure 1). As such, available information suggests that patient factors (thickened leaflets) may have contributed to the reported event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, patient had leaflet thickening, which could narrow the opening (effective orifice area), and obstruct the blood flow, resulting in stenosis (ava 0.8cm2 in this case) as observed in the medical records and imagery review. As such, available information suggests that patient factors (thickened leaflets) may have contributed to the reported event. Per the assessment, it has been determined that no CAPA, scar, or pra is required as the established triggers have not been met. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.